Manufacturer narrative:
Citation: takahashi s et al. Predictor and mid-term outcome of clinically significant thrombocytopenia after transcatheter aortic valve selection. Circ j. 2020 may 25;84(6):1020-1027. Doi: 10.1253/circj.cj-19-0875. Epub 2020 apr 25. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the frequency, predictors, and mid-term patient outcomes of transcatheter aortic valve implantation (tavi) related thrombocytopenia. All data were retrospectively collected from a single center between february 2014 through august 2018. The study population included 342 patients and was predominantly female with a median age of 85 years. Of those, 107 were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter valves. No serial numbers were provided. Among all patients, 58 deaths occurred during a median follow-up of two years after tavi. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: second valve implanted due to dislodgement of the first valve; peri-procedural myocardial infarction; stroke; major vascular complications; multiple blood transfusions; and life-threatening or major access site bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.